Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). A 510(k) number was not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it was reported because it is the same or similar to the product distributed within the u.s. This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 2 of 4. The home patient (hp) had reportedly disconnected in dwell cycle prior to the alarm, but reconnected after the alarm. The technical service representative (tsr) explained the alarm to the hp and assisted to clear the alarm. Hp would call the nurse and finish with manual bag. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.